Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. Transseptal puncture was performed with a brk transseptal needle through swartz braided transseptal introducer. A reflexion spiral ep catheter was placed through the introducer and a tacticath quartz ablation catheter was advanced along the introducer through the transseptal puncture. It was noted at this time the ablation and spiral catheters could not access the right section of the left atrium; therefore, it was suspected the catheters were in the pericardium. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.